Event description:
While positioning the femoral ap sizer the "foot" that rests on the femoral posterior condyle broke off. We then opted use a different ap sizer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a specialty triathlon ap sizer was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis indicated the device fractured in an overload condition. Medical records received and evaluation: records were not provided. There is no indication the event is patient related. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the investigation concluded that the sizer fractured from a shear overload condition, indicating the surgeon applied excessive load. There is no indication the event is device related. No further investigation is required at this time.

Event description:
While positioning the femoral ap sizer the "foot" that rests on the femoral posterior condyle broke off. We then opted use a different ap sizer.